Manufacturer narrative:
Additional information: the resolute onyx was inspected before use with no issues noted. The 22 mm resolute onyx was replaced with a 18mm onyx, which was delivered successfully. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug-eluting stent was used to treat a lesion. It was reported that the stent could not be delivered around the tortuous take off and upon removal from the patient, the stent was noted to have a burr/defect.